Event description:
The manufacturer received information alleging that the device would not operate on ac power. There was no pt harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.